Manufacturer narrative:
Interrogation of the device revealed the device was above eri when received. The device functionality was tested and no anomaly was detected. The cause of the field event remains undetermined.

Event description:
The device was explanted and returned for evaluation.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow-up, there was myopotential oversensing on the device. The device was reprogrammed and the patient was stable.